Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic holmium laser enucleation of the prostate (holep) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient¿s bladder without being noticed by the operating surgeon. Therefore, the intended procedure was completed with the same set of equipment. Then, on (B)(6) 2018 an x-ray was taken which showed the device fragment in the patient¿s bladder. A follow-up procedure was scheduled to retrieve the fragment. No further information was provided, but there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), japan. The investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. However, no part is missing since the complete fragment was returned as well. Furthermore, there is a minor crack through the ceramic insulation and a chipped edge. The inner surface is melted. The melted surface of the ceramic insulation and the crack indicate that the device was exposed to heat caused by laser irradiation. Therefore, the cause of this damage and the breakage of the ceramic insulation is most likely thermal overload. Thus, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.